Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was separating from the device housing while the pump continued to function, and a replacement was arranged with instructions provided for shutdown and return. No reported injury or adverse health effects. Outcomes included no effect on the user¿s activities and no medical or surgical intervention. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed a suspected device component issue involving the display assembly or enclosure integrity. It was concluded that the event was related to a hardware screen delamination or detachment, with continuous glucose monitoring (cgm) use until replacement device is received without device malfunction noted.